Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath, and arteriotomy locator, carrier tube assembly were returned. No other components were returned. The returned device was subjected to visual analysis. Locator and sheath were properly mated together. There was a bend in the arteriotomy locator. Deformation was observed at the end of the sheath and kink near the blood inlet holes. No other visual anomalies were noted with the sheath and locator. No anomalies with the carrier tube assembly. Based on the returned device, the complaint could be confirmed for kinked arteriotomy locator and sheath. The likely cause of the issue could be application of off-axis forces on the device due to the presence of scar tissue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00868.

Event description:
The user facility reported that when they attempted to deploy the 6fr angio-seal device they could not gain access to get pulsatile flow. Arteriotomy locator was bent due to lots of scare tissue from previous procedures. They opened a new one and attempted a second time and could not get flow. Manual pressure was suggested, as they were not in true lumen. The patient was fine and was in stable condition. The procedure was a heart catheterization. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 16december2020: the procedure performed was a diagnostic heart catheterization using a 6 french sheath. The blood loss was less than 250cc's.